Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---air leaked while no device was being inserted. Was any torque being applied to the trocar or device? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a and b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted low anterior resection and distal gastrectomy, air leaked with a hissing sound. One of the devices was used as an assistant port and a grasping forceps was inserted. The other was used as a main port and an abrasion forceps, a grasping forceps, and a ultrasonic instrument were inserted. In the middle, when an instrument was removed, air started to leak a lot. Therefore, an instrument kept being inserted to each device and used as-is to complete the case. There were no adverse consequences to the patient.